Event description:
Additional information received from the consumer reported the cause remained unknown but the symptoms increased after ¿about 4 months¿ after implant. The device was turned off in an effort to resolve the issue and then adjustments were made after it was turned on for a while. The lack of symptom relief had not been resolved and the patient was awaiting a doctor visit.

Manufacturer narrative:
(B)(4)

Event description:
The patient reported that he had shocked himself with the stimulator. He had turned the implant off for a while because he was not getting any relief from using the restroom. He was getting up 3-4 times in the middle of the night. He had turned if off due to being told by the healthcare provider (hcp) and the manufacturer representative (rep) to turn it off every once in a while. When he turned it back on, it shocked him. It happened where one of the leads was located in the middle part of his buttocks. It caused a sharp pain right there. He then decreased stimulation, which helped with the pain. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.